Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of an arthroscopy procedure, when the blister of the ambient hipvac device was taken out of the box, the packaging had a hole. However, there was no sign of tampering on the cardboard package containing it. The procedure was delayed for 5 minutes. Back-up device was available. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The device was returned in its original packaging. There is a marked hole in the tear-able packaging. The package is otherwise not opened. The hole has indentions of a puncture impact event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the heat seals visual integrity, found that the assembler must inspect that the tyvek lids / pouches are not damaged by (cuts, holes, tears, embedded particles, stains, among others), if any damage is found must be separated and the leader or supervisor notified. The complaint was verified and the root cause is not established. Factors that could have contributed to the reported event include dropping the device, hitting the device with another object, or stacking other devices on top causing pressure which could puncture the package. No containment or corrective actions are recommended at this time.